Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life and telemetry/output were okay.

Event description:
It was reported that there were low out of range impedance value readings. Electrode impedance showed 1-2 pair at 29 ohms and therapy impedance showed 412 ohms. Impedance for c/0 and c/1 were both 427. The short was first noticed on the date of this report and the patient was programmed to c+0-1-, 4.4v, 60us, and 185hz. The patient was set up to have the implantable neurostimulator (ins) replacement on the date of this report. Longevity calculations were done based on current settings at both 590 ohms (13/16 months) and at current therapy with short (9/12 months). It was noted that the patient turned therapy off at night so longevity was redone at 16 hours a day and 590 ohms (20/23 months). There were no longevity concerns for the ins being replaced. The reason for explant was normal battery depletion. The device was used within the patient for treatment and there was no death. The patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# v001360, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient¿s healthcare professional (hcp) was informed of the impedance issue and they decided to no do any further troubleshooting during the implantable neurostimulator (ins) replacement. Impedance between contacts 0 and 1 was measured to be 29 ohms prior to the ins replacement and 32 ohms after the ins was replaced. No fractures or other physical issues were noted and the cause of the event was not determined.